Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the vitrectomy handpiece did not cut well during a procedure. The procedure was completed and there was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided the customer. The procedure was being performed on the left eye and the product was replacement with another.

Manufacturer narrative:
One probe was returned for the probe not working during surgery. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The returned sample was visually inspected and deemed conforming. The needle was slightly bent but was still acceptable. Actuation testing was performed and deemed nonconforming. The cutter did not fully close in the port. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There was no wear on the inner cutter when compared to the cutter wear visual standards. There was a slight resistance felt when removing the inner cutter from the needle. The inner cutter was slightly bent. The root cause for the probe not actuating or cutting appeared to be from a slightly bent inner cutter and bent outer needle. How and when the cutter and needle became bent cannot be determined from this evaluation. A bent needle and inner cutter will cause interference between the two components and will impair the actuation and cut performance. The manufacturer internal reference number is: 2016-29944

Manufacturer narrative:
(B)(4).